Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent gynecological procedure and mesh was implanted along with diagnostic laparoscopy and adhesiolysis due to sui, urethral hypermobility, chronic pelvic pain and pelvic adhesive disease. It was reported that on (B)(6) 2013 patient underwent mesh revision/removal.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, nocturia, urgency, and recurrent urinary tract infection.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.